Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device unexpectedly turned off during procedure while the patient was sedated, the device was inside the patient involving an olympus colonovideoscope. There were no reports of patient serious injury or patient harm reported.